Event description:
It was reported that there was no magnet response during a transtelephonic check. When the patient presented to the clinic the next day, the patient's sinus rhythm was 64 bpm. When the magnet was applied, the device paced intermittently in the ventricle at approximately 65 bpm. A stored magnet placement segm could not be retrieved. The patient would be followed-up in the office with programmer only.

Manufacturer narrative:
Na